Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) to resolve the issue.

Event description:
The customer reported obtaining erroneously low results from the lh 500 hematology analyzer for two (2) different patient samples which were run on different days. This report references the event which occurred on (B)(6) 2014 for patient #2; please refer to 1061932-2014-01918 for the event which occurred on (B)(6) 2014 for patient #1. A review of the provided patient data indicates that lower white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and platelet (plt) results without instrument-generated specific messages were recovered for patient #2. The customer repeated the results on the lh 500 hematology analyzer and obtained results which were considered correct. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.